Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site and pain with device use. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.